Event description:
It was reported that during a case the device did not work properly. The device was returned with no information and none is available. Unknown how the case was completed. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Anti-backup failure,sticking jaw/cam,malformed clip,indicator wheel failure. The el5ml was received in good condition. The device was cycled and three clips partially formed were fed due the antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining eleven clips were conforming however, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the root cause of this issue. Finally, the device locked out as intended but the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.